Manufacturer narrative:
(B)(4). The customer returned one unit (B)(4) auto endo5 ml for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned device revealed that the product appears used as there is biological material present on the device. No other defects or anomalies were observed. Reference files (B)(4) for investigation photos. Functional inspection was performed on the returned sample by attempting to engage the trigger using hand pressure. Upon engagement of the trigger, an audible ratchet sound could be heard indicating that the internal ratchet ears are intact. The first clip was loaded but the jaws did not open completely. The remaining clips were also able to load but the jaws were unable to open completely on any attempt. All of the clips were able to close. The device was disassembled to inspect the internal components. Upon disassembly, no damages were found. It could not be determined what caused the jaws not to open completely. The sample was received with 4 clips remaining in the channel indicating that 11 clips were fired by the end user. No other defects or anomalies were observed. Other remarks: the IFU for this product, l03496, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of this ligating clip." A corrective action is not required at this time as it could not be determined what caused or contributed to this event. The reported complaint of "clip failure" was confirmed based upon the sample received. The jaws were unable to open completely when the clips were fired. However, the clips were still able to be loaded into the jaws and close. The device was received with 4 clips remaining in the channel indicating that the end user fired 11 clips. A device history record review was performed on the device with no evidence to suggest a manufacturing related cause. It could not be determined what caused the jaws to not open completely. No further action will be taken.

Event description:
The first clip which worked, the second one failed, the third one worked. The patient's condition was reported as fine.

Manufacturer narrative:
(B)(4). The device history review for the product auto endo5 ml, lot #73f1600359 investigations did not show issues related to the complaint. The device has not been returned for investigation at this time. The manufacturer will continue to monitor and trend related events.

Event description:
The first clip which worked, the second one failed, the third one worked. The patient's condition was reported as fine.